Event description:
It was reported that an implantable pacemaker displayed elective replacement indicator (eri) parameters via transtelephonic monitoring and that interrogation of battery voltage/impedance was not possible. The device remains in use. No patient complications were reported due to this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Save to disk review - battery depletion indicated/eri. Measurement lock-up problem.